Event description:
It was reported that at night the patient was not making it to the bathroom and started to leak which started about a week and a half ago. The patient did not have any falls or trauma. The patient was getting good relief during the day seconds then it went away. It was stated that the patient was set on program 3 at 2.4v and the stimulation was intermittent. The patient had their device checked by their manufacturer representative last year. It was later reported but at night they were not. This morning the patient increased stimulation and was feeling stimulation for a few that the patient¿s stimulation was turning off and their implantable neurostimulator (ins) had turned off twice unexpectedly. It first did it one time last week and then again last night and the patient checked the stimulation and it wasn¿t on. When the patient checked with the patient programmer they could see the stimulation was turned off because they did not see the lightning bolt icon. Each time the stimulation turned off they had to keep increasing the amplitude. The patient was on 2 and now was up to 3.4 and they checked during the call and the amplitude decreased on its own from 3.4 to 2.9. It was not possible that the patient accidentally pushed the decrease button and the patient had already contacted their managing health care provider (hcp) about this and they told the patient they probably needed a new ins battery. The patient had not seen the low ins battery screen or any unusual screens on the patient programmer. The patient had an appointment with their hcp on 2014 (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# v326233, implanted: 2009 (B)(6); product type lead (B)(4).